Manufacturer narrative:
A pharmaceutical technical complaint (ptc) was initiated with global ptc number 37098. The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Pseudogout. Reporting surgeon's seriousness assessment: serious. Reporting surgeon's causality assessment: highly probable. Joint fluid aspirated (knee effusion). Reporting surgeon's seriousness assessment: unknown. Reporting surgeon's causality assessment: unknown. Company causality: possible for both events. Seriousness criteria: required intervention for pseudogout. Additional information was received on (B)(6) 2015. This case initially considered as non-serious was now upgraded to serious as the seriousness criteria of required intervention for the event of pseudogout was now added to the case. Event verbatim was updated from knee effusion to knee effusion/joint fluid aspirated. Reporting seriousness and causality assessment for the event of knee effusion/joint fluid aspirated was added. Global ptc number and results were added. Clinical course updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated (B)(4) 2015: this case concerns a patient who developed pseudogout after receiving treatment with synvisc for osteoarthritis. Since there is a short temporal gap between the injection and the onset of event, a possible temporal relationship could not be denied. Also, the reporter has considered the event to be highly probably related to suspect drug. However, lack of detailed information regarding past medical history, concurrent conditions and clinical course precludes a complete medical assessment.

Manufacturer narrative:
Additional information was received on may 20, 2015. Ptc results were added. Pharmacovigilance comment:(B)(4) comment for follow-up dated may 22, 2015: the follow-up information received does not change the prior assessment of the case.

Event description:
Upon internal review on 08-may-2015, this case initially considered as non-serious was now upgraded to serious as the seriousness criteria of required intervention for the event of pseudo gout was now added to the case. This unsolicited device case from (B)(6) was received on 24-apr-2015 from a surgeon. This case concerns a (B)(6) female patient who developed pseudogout, right gonarthritis and had arthrocentesis of right knee (yellow clear 5 ml) after receiving treatment with synvisc. In 2004, the patient had received hyaluronate (such as artz) for right gonarthrosis. From (B)(6) 2012, suvenyl was injected into her right knee until (B)(6) 2013. The patient's medical history included "not particularly active (not performing exercise or daily activity which would strain his knees), postoperative severe mitral valve incompetence on (B)(6) 2013 and sciatica on (B)(6) 2012. It was reported that on (B)(6) 2014, the patient revisited the hospital and approximately 6cc of joint fluid was aspirated. On (B)(6) 2015, hyaluronate sodium (artz) was injected after arthrocentesis of the right knee (yellow, clear, 10 ml). The patient was undergoing health checks at the reporting hospital as an (B)(6), and no abnormal findings were noted so far. There was no history of adverse drug reaction or drug allergy and non-drug allergy. There was no history of any concurrent condition. The patient had not undergone any combined therapy and there were no signs of systemic (non-articular) infection before synvisc treatment. Relevant concomitant medications included raloxifene hydrochloride (evista) for osteoporosis, furosemide for cardiac failure chronic, spironolactone (aldactone) for hypertension, esomeprazole (nexium) for severe reflux oesophagitis, carvedilol (artist) for hypertension, mecobalamin (methycobal) for peripheral nerve disorder, hydrocortisone butyrate (locoid) for eczema, betamethasone valerate/gentamicin sulfate (rinderon-vg) for head eczema and flurbiprofen (yakuban) for right gonarthritis (since 2014, k and l grade 4 (both knees)). On (B)(6) 2015, the patient received treatment with intra-articular synvisc injection at a dose of 02 ml (frequency, lot/batch number and expiration date unknown) into her right knee (lateral suprapatellar injection) after arthrocentesis of the right knee (yellow, clear, 10 ml) for osteoarthritis. It was reported that the details on localized resting performed by the patient after synvisc injection were unknown. The resting time and possibility that reduction of pain increased activities were also unknown. The patient had joint fluid retention, but had no skin disease around the joint, intra-articular infection, or intra-articular inflammation symptom of the knee prior to the injection. Dispo needle and sterilized glove were used. Iodine disinfectant was used immediately after the use of alcohol disinfectant and the needle was inserted. No leakage of synvisc solution from the right knee was noted. On (B)(6) 2015 the last dose of synvisc was administered. On (B)(6) 2015, 02 days after initiating treatment with synvisc, patient developed right gonarthritis and moderate pseudogout. It was reported that the patient revisited the hospital on the day complaining of pain and swelling of the right knee. As reported, the patient had difficulty in walking due to pain and was using a wheelchair. Arthrocentesis was performed and right joint fluid (yellow-brown 67 ml) was aspirated and examination showed calcium pyrophosphate. Also, on the same day, joint fluid bacterial test of the right knee was performed which was positive for many white blood cells under high power field. On the same day, knee x-ray and ultrasound was done and as a result, a large amount of fluid retention was observed. As corrective treatment, hyaluronate sodium (artz) and lidocaine hydrochloride (xylocaine) was administered. Also, diclofenac potassium (voltaren sp) at the dose of 25 mg was prescribed. It was reported that microscopy showed pseudo uric acid crystal and the patient was diagnosed with pseudogout. The event was treated with betamethasone (rinderon) at a dose of 2mg and lidocaine hydrochloride (xylocaine) at 4.5 cc. On (B)(6) 2015, arthrocentesis of the right knee (yellow, clear, 6ml) was performed and betamethasone (rinderon) and lidocaine hydrochloride (xylocaine) was administered. The same day, the patient recovered from the event of right gonarthritis. It was reported that the patient's pain was improving. On (B)(6) 2015, patient revisited the hospital. The same day, the event resolved. It was reported that synvisc was discontinued due to the event. On (B)(6) 2015, arthrocentesis of the right knee (yellow, clear, 5ml) was performed and hyaluronate sodium (artz) was administered. Further reported, the patient continued to receive arthrocentesis and hyaluronate sodium administrations every 2 weeks thereafter. Action taken: permanently discontinued. Outcome: recovered for pseudogout and right gonarthritis and unknown for arthrocentesis of right knee (yellow clear 5 ml). A pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Pseudogout (pseudogout): reporting surgeon's seriousness assessment: serious; reporting surgeon's causality assessment: highly probable. Diagnosis: right gonarthritis (gonarthritis): reporting surgeon's seriousness assessment: non-serious; reporting surgeon's causality assessment: probable. Reporting surgeon's comment: other than synvisc, no possible causative factor for the event was identified. The concomitant drugs had been continued to be prescribed almost unchanged for a long time, and no adverse reaction developed when she received other hyaluronate injections. In addition, the swelling and pain of the right knee developed 2 days after the administration of synvisc and the causal relationship between the events and synvisc was considered most probable. It was reported that the joint fluid retention which occurred after (B)(6) 2015 was due to the underlying disease of right gonarthrosis. Also reported that the reasons why synvisc was chosen for the patient were: high grade of gonarthrosis, poor effects of other intra-articular hyaluronan injections, gonarthrosis without joint fluid retention or localized hot feeling immediately before injection, advanced age patient, patient with ability to understand treatment risk and instruction to keep at rest, patient with a potential to ensure safety after the injections because of low activity, patient unable to visit hospital often and patient willing the treatment with understanding of risk for arthritis. Company causality: possible for all the events; seriousness criteria: required intervention for pseudogout and right gonarthritis. Additional information was received on 08-may-2015. This case initially considered as non-serious was now upgraded to serious as the seriousness criteria of required intervention for the event of pseudogout was now added to the case. Event verbatim was updated from knee effusion to knee effusion/joint fluid aspirated. Reporting seriousness and causality assessment for the event of knee effusion/joint fluid aspirated was added. Global ptc number and results were added. Clinical course updated. Text was amended accordingly. Additional information was received on 20-may-2015. Ptc results were added. Text was amended accordingly. Additional information was received on 24-jul-2015. The reporter's causality assessment for the event pseudogout was updated from highly probable to probable. The event of arthrocentesis of right knee (yellow clear 5 ml) and right gonarthritis was added along with the details. Knee effusion/joint fluid aspirated/ right knee arthrocentesis, swelling of right knee, difficulty in walking due to pain, using a wheelchair and pain (right knee) were made symptoms of the event right gonarthritis. Information of the patient and concomitant drugs were updated. Reporter's comment, examinations findings and concomitant drugs were added. Clinical course was updated. Text was amended accordingly. Additional information was received on 01-sep-2015 from the surgeon. The patient's medical history of "not particularly active (inactive)" was added. The stop date of the event of "pseudogout" was updated from (B)(6) 2015. The reporter causality of the event of pseudogout was updated from probable to highly probable. Clinical course updated and text was amended accordingly. Pharmacovigilance comment: (B)(4) follow up comment dated 1-sep-2015: follow up information received does not change the complete case assessment. (B)(4) follow up company comment dated 24-jul-2015: this case concerns a patient who developed pseudogout and right gonarthritis after receiving treatment with synvisc for osteoarthritis. Since there is a short temporal gap between the injection and the onset of event, a possible temporal relationship could not be denied. However, the patient's history of right gonarthrosis is a confounding factor in assessment of the case.

Manufacturer narrative:
Action taken: permanently discontinued. Outcome: recovered for pseudogout and right gonarthritis and unknown for arthrocentesis of right knee (yellow clear 5 ml). A pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Pseudogout (pseudogout). Reporting surgeon's seriousness assessment: serious. Reporting surgeon's causality assessment: probable. Diagnosis: right gonarthritis (gonarthritis). Reporting surgeon's seriousness assessment: non-serious. Reporting surgeon's causality assessment: probable. Reporting surgeon's comment: other than synvisc, no possible causative factor for the event was identified. The concomitant drugs had been continued to be prescribed almost unchanged for a long time, and no adverse reaction developed when she received other hyaluronate injections. In addition, the swelling and pain of the right knee developed 2 days after the administration of synvisc and the causal relationship between the events and synvisc was considered most probable. Company causality: possible for all the events. Seriousness criteria: required intervention for pseudogout and right gonarthritis. Additional information was received on may 8, 2015. This case initially considered as non-serious was now upgraded to serious as the seriousness criteria of required intervention for the event of pseudogout was now added to the case. Event verbatim was updated from knee effusion to knee effusion/joint fluid aspirated. Reporting seriousness and causality assessment for the event of knee effusion/joint fluid aspirated was added. Global ptc number and results were added. Clinical course updated. Additional information was received on may 20, 2015. Ptc results were added. Text was amended accordingly. Additional information was received on july 24, 2015. The reporter's causality assessment for the event pseudogout was updated from highly probable to probable. The event of arthrocentesis of right knee (yellow clear 5 ml) and right gonarthritis was added along with the details. Knee effusion/joint fluid aspirated/ right knee arthrocentesis, swelling of right knee, difficulty in walking due to pain, using a wheelchair and pain (right knee) were made symptoms of the event right gonarthritis. Information of the patient and concomitant drugs were updated. Reporter's comment, examinations findings and concomitant drugs were added. Clinical course was updated. Pharmacovigilance comment: (B)(4) follow up company comment dated july 24, 2015: this case concerns a patient who developed pseudogout and right gonarthritis after receiving treatment with synvisc for osteoarthritis. Since there is a short temporal gap between the injection and the onset of event, a possible temporal relationship could not be denied. However, the patient's history of right gonarthrosis is a confounding factor in assessment of the case.

Event description:
Upon internal review on may 8, 2015, this case initially considered as non-serious was now upgraded to serious as the seriousness criteria of required intervention for the event of pseudogout was now added to the case. This unsolicited device case from (B)(6) was received on april 24, 2015 from a surgeon. This case concerns a (B)(6) female patient who developed pseudogout and had knee effusion/joint fluid aspirated after receiving treatment with synvisc. In 2004, the patient had received hyaluronate (such as artz for right gonarthrosis. From (B)(6) 2012, suvenyl was injected into her right knee until (B)(6) 2013. The patient's medical history included postoperative severe mitral valve incompetence on (B)(6) 2013 and sciatica on (B)(6) 2012. It was reported that on (B)(6) 2014, the patient revisited the hospital and approximately 6cc of joint fluid was aspirated. On april 3, 2015, hyaluronate sodium (artz) was injected after arthrocentesis of the right knee (yellow, clear, 10 ml) . The patient was undergoing health checks at the reporting hospital as an (B)(6), and no abnormal findings were noted so far. There was no history of adverse drug reaction or drug allergy and non-drug allergy. There was no history of any concurrent condition. The patient had not undergone any combined therapy and there were no signs of systemic (non-articular) infection before synvisc treatment. Relevant concomitant medications included raloxifene hydrochloride (evista) for osteoporosis, furosemide for cardiac failure chronic, spironolactone (aldactone) for hypertension, esomeprazole (nexium) for severe reflux oesophagitis, carvedilol (artist) for hypertension, mecobalamin (methycobal) for peripheral nerve disorder, hydrocortisone butyrate (locoid) for eczema, betamethasone valerate/gentamicin sulfate (rinderon-vg) for head eczema and flurbiprofen (yakuban) for right gonarthritis (since 2014, k and l grade 4 (both knees)). On (B)(6) 2015, the patient received treatment with intra-articular synvisc injection at a dose of 02 ml (frequency, lot/batch number and expiration date unknown) into her right knee (lateral suprapatellar injection) after arthrocentesis of the right knee (yellow, clear, 10 ml) for osteoarthritis. The patient had joint fluid retention, but had no skin disease around the joint, intra-articular infection, or intra-articular inflammation symptom of the knee prior to the injection. Dispo needle and sterilized glove were used. Iodine disinfectant was used immediately after the use of alcohol disinfectant and the needle was inserted. No leakage of synvisc solution from the right knee was noted. On (B)(6) 2015 the last dose of synvisc was administered. On (B)(6) 2015, 02 days after initiating treatment with synvisc, patient developed moderate pseudogout. It was reported that the patient revisited the hospital on the day complaining of pain and swelling of the right knee. As reported, the patient had difficulty in walking due to pain and was using a wheelchair. Arthrocentesis was performed and right joint fluid (yellow-brown 67 ml) was aspirated and examination showed calcium pyrophosphate. Also, on the same day, joint fluid bacterial test of the right knee was performed which was positive for many white blood cells under high power field. On the same day, knee x-ray and ultrasound was done and as a result, a large amount of fluid retention was observed. As corrective treatment, hyaluronate sodium (artz) and lidocaine hydrochloride (xylocaine) was administered. Also, diclofenac potassium (voltaren sp) at the dose of 25 mg was prescribed. It was reported that microscopy showed pseudo uric acid crystal and the patient was diagnosed with pseudogout. The event was treated with betamethasone (rinderon) at a dose of 2mg and lidocaine hydrochloride (xylocaine) at 4.5 cc. On (B)(6) 2015, arthrocentesis of the right knee (yellow, clear, 6ml) was performed and betamethasone (rinderon) and lidocaine hydrochloride (xylocaine) was administered. As reported, the pain was improving. The events resolved on the same day. On (B)(6) 2015, patient revisited the hospital and the event was almost resolved. It was reported that synvisc was discontinued due to the event. On (B)(6) 2015, arthrocentesis of the right knee (yellow, clear, 5ml) was performed and hyaluronate sodium (artz) was administered. Further reported, the patient continued to receive arthrocentesis and hyaluronate sodium administrations every 2 weeks thereafter.

Event description:
Upon internal review on (B)(4) 2015, this case initially considered as non-serious was now upgraded to serious as the seriousness criteria of required intervention for the event of pseudogout was now added to the case. This unsolicited device case from (B)(6) was received on (B)(6) 2015 from a surgeon. This case concerns a (B)(6) year old female patient who developed pseudogout and had knee effusion/joint fluid aspirated after receiving treatment with synvisc. No relevant medical history, past drug and concurrent condition was reported. It was reported that on (B)(6) 2014, the patient revisited the hospital and approximately 6cc of joint fluid was aspirated. Relevant concomitant medications included raloxifene hydrochloride (evista), furosemide, spironolactone (aldactone), esomeprazole (nexium), carvedilol (artist) and mecobalamin (methycobal). On (B)(6) 2015, the patient received treatment with intra-articular synvisc injection at a dose of 02 ml (frequency, lot/ batch number and expiration date unknown) into an unspecified location for knee osteoarthritis. Subsequently on (B)(6) 2015, 02 days after initiating treatment with synvisc, patient developed pseudogout. It was reported that the patient revisited the hospital on the day complaining of pain. Approximately 67 cc of joint fluid was aspirated and examination showed calcium pyrophosphate. The event was treated with betamethasone (rinderon) at a dose of 2mg and lidocaine hydrochloride (xylocaine) at 4.5 cc. On (B)(6) 2015 the last dose of synvisc was administered. On (B)(6) 2015, patient revisited the hospital and the event was almost resolved. It was reported that synvisc was discontinued due to the event. Action taken: permanently discontinued. Outcome: recovered for pseudogout and unknown for knee effusion.